Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized on (B)(6) due to diabetic ketoacidosis. Customer reported bent cannula and no insulin delivery. Customer refused to discuss the issue with the helpline.